Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 537 mg/dl. The customer was treated with a bolus and went dow to 70 mg/dl. And the 41 mg/dl. The customer took to much insulin when asked about the low blood glucose, she took apple juice to treat and followed half piece of peanut butter and toast. Ater the troubleshooting was done, customer was advice to change entire set, reservoir and insulin and treat. The customer wa advised to follow up with healthcare provider concerning unexplained blood glucose. Customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 167 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer was able to complete rewind. The customer was advised that the device would be replaced. The customer declined to troubleshoot for no delivery.